Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical no external power alarms was confirmed via analysis of the log files and via evaluation of the returned system controller (serial number: pcx(B)(6) ). The submitted log file ((B)(4)) and the log file downloaded from the returned system controller ((B)(4)) contained approximately 25.5 days of data combined ((B)(6) 2021 per the timestamp). Intermittent no external power alarms were captured throughout the log file when the white power cable was disconnected and the black power cable was still connected to an external power source; the atypical alarm resolved each time when the white power cable was reconnected to external power. The black power cable supported the system and pump function was not affected during the atypical no external power alarms. The driveline was disconnected on (B)(6) 2021 at 10:15:27 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. Visual inspection of the returned controller revealed a bent pin on the connector of the backup battery. The returned controller operated on a mock circulatory at the set speed and a no external power alarm activated when the black power cable was connected and the white power cable was disconnected; the controller alarmed appropriately when only the white power cable was connected. The observed bent pin carries the signal used by the backup battery to determine if the black power cable is connected to external power; this would result in the backup battery being unable to detect the presence of the black power cable¿s connection to power and the controller activating a no external power alarm when only the black power cable was connected. The bent pin on the backup battery was straightened and the issue resolved. The returned controller then passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The bent pin issue would not result in loss of power to the system as the black power cable would still support pump operation during the atypical alarm. Additional information provided stated that the reported issue resolved after the controller was exchanged. The root cause of the reported event was determined to be a bent pin on the backup battery. The root cause of the pin becoming bent could not be conclusively determined through this analysis; however, the pin may have become bent due to the backup battery not being seated properly when initially installed in the controller. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 19apr2021. Heartmate ii patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU), rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use, rev. C, section 2, entitled "system operations", explains how to replace the system controller backup battery. Additionally, section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate ii patient handbook, rev. C, section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. The heartmate ii patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the patient had a controller exchange on (B)(6) 2021 following no external power alarms occurring when only the white power lead was disconnected. It was reported that the patient tolerated their controller exchange well and the alarms did not return. On (B)(6) 2021, it was reported that the cause of the no external power alarms remained unidentified.